Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip broke off during procedure, nothing broke off inside patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip broken. Confirmed failure: outer tube damaged (bent, dented),fiber/cone damage at sidearm. Probable root cause: poor mate between cannula and endoscope, poor fit between endoscope needle and cannula, use error. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported the tip broke off during procedure, nothing broke off inside patient.